Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a pulmonary arteriogram and interventional procedure using a 5f sheath. Reportedly, the clip was deployed; however, the vessel locator wings did not retract and the device could not be removed from the patient. The bailout methods were used; however, this was unsuccessful and the device still could not be removed. A vascular surgeon was called who performed cut down surgery to remove the device and achieve hemostasis. It appeared that the clip had grabbed the bottom of the arterial wall but also grabbed tissue. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty to retract the vessel locator wings and mechanical jam of the safety release could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis and case details/response from the vascular surgeon, it is likely that the difficulty to close the vessel locator wings was due to the device becoming stuck on tissue contributing to the safety release issue resulting in the entrapment of the device. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.